Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the original complaint could not be duplicated or confirmed. The black box showed that the pump was "out of box" and never programmed or used for basal delivery. There was no evidence of a "no power" event observed. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. Unrelated to the original complaint, the battery cap threads were damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.